Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It was confirmed that there was no problem with the olympus product. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, no image on screen of high-definition lcd (liquid crystal display) monitor. The monitor was connected to the provation pc. It was noted that there was no issue with olympus equipment as it was found that the provation pc was not powered on. There were no reports of patient harm or impacted associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.